Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report.

Event description:
It was reported that the patient was being transported to the hospital after feeling dyspneic and unwell when the implantable cardioverter was delivering high voltage therapy. A rhythm strip was reviewed indicating that the device was providing inappropriate high voltage therapy due to supraventricular tachycardia and/or atrial fibrillation. The device was explanted due to the patient passing away for unrelated reasons.